Event description:
It was reported that patient with this artificial urinary sphincter (aus) presented with incontinence due to fluid loss from the device and a deflated pressure regulating balloon (prb). The entire aus device was removed and replaced. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The balloon was visually, microscopically examined, leak tested and functional tested. The balloon passed all testing performed. The cuff had wear at a fold in the shell and scaling was identified in the backing. The cuff had a leak from a hole at wear at a corner of a fold along the lateral edge of the cuff shell towards the adapter. The pump passed visual, leakage and functional testing.

Event description:
It was reported that patient with this artificial urinary sphincter (aus) presented with incontinence due to fluid loss from the device and a deflated pressure regulating balloon (prb). The entire aus device was removed and replaced. There were no additional patient complications reported.